Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04-feb-2026 against "lot number 6011008 and similar malfunction code(s): insertion into scar tissue, improper site selection, or incorrect preparation of set, set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set. The review confirmed that lot 6011008 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Device history record (DHR) review: the lot 6011008 was manufactured according to the work instruction (wi) version 120, packaged in the line 03, on 11-jan-2025, with a total of (B)(4) units. Sub-assembly: gluing tubing: the lot 4m02673 was manufactured according to the wi version 12, manufactured in the machine itl01, on 18-dec-2024, with a total of (B)(4) units. Gluing tubing: the lo 4m02674 was manufactured according to the wi version 12, manufactured in the machine itl01, on 19-dec-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011008 and related malfunction codes. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set detachment due to needle pulled out from the needle housing event on (B)(6) 2025. The patient's blood glucose level was high and with moderate ketones. Due to high blood glucose level patient experienced symptoms like thirsty, irritable. No further information available.